Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient education was to address the synch required/software screens issue and noted that the programmer was fine. The patient education was noted as an action taken and the hcp reported the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
See manufacturer¿s reports #3004209178-2018-12269 and #3004209178-2018-12252 for the patient¿s other issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having a problem and wanted to check their implant and turn stimulation off to see if that would help. It was reported that the patient usually goes 2-3 times in the middle of the night, but they had not urinated since midnight and nothing was coming out. It was also stated that they did finally go to the bathroom, however they still felt as though they had to use the bathroom. The patient had already tried to turn stimulation off, but they were getting a ¿triangle on screen with sync up required screen¿ to software screen. It was recommended that they get new batteries, and they stated they would and call back if needed. No further patient complications are anticipated or expected as a result of this event.